Event description:
The customer called for help with her breeze2 meter. She performed control tests during the call and received a result of 208 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The customer then ended the call. No product will be returned.